Event description:
It has been reported that a revision surgery was performed due to pain and swelling. The device was implanted approximately 4 years ago. An exact implant date was not provided. Part and lot numbers are not visible on the products returned.

Manufacturer narrative:
Na